Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system overflowed with urine and now had a burning smell. Patient wanted to know if urine could get inside of base and the representative advised that there was only one opening for the tube that goes to the lid but it did not suction urine only air. It was noted that the patient had been using the purewick products for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate system design". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " always unplug purewick¿ urine collection system before cleaning or when not in use. Do not immerse the purewick¿ urine collection system in water. As with most electrical devices, electrical parts in this system are electrically live even when the power is off. To reduce the risk of electric shock, if the purewick¿ urine collection system falls into water, unplug immediately. Do not reach into the water to retrieve it. Warning: this device should not be used in oxygen rich environments or in conjunction with flammable anesthetics. When the purewick¿ urine collection system has been stored in a very cold environment (down to -13°f or -25°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use. When the purewick¿ urine collection system has been stored in a very warm environment (up to 158°f or 70°c), please allow the device to sit for approximately 90 minutes at room temperature (approximately 68°f or 20°c) before use." The device was not returned.

Event description:
It was reported that the purewick urine collection system overflowed with urine and now had a burning smell. Patient wanted to know if urine could get inside of base and the representative advised that there was only one opening for the tube that goes to the lid but it did not suction urine but only air. It was noted that the patient had been using the purewick products for more than 90 days.